Event description:
Fistula. A 39 yr old female pt, weight 291 lb., height 64 inches underwent loop ileostomy closure on july 8, 1999. Three sheets of seprafilm were applied to the following locations; right abdominal side wall, left abdominal side wall, retroperitoneal surface adjacent to ascending colon, retroperitioneal surface adjacent to descending colon and under the abdominal wall incision. The reporting physician described the dessection as difficult due to abdominal adhesions. On post-operative day 4 the pt developed small bowel obstruction. On post-operative day 5, july 13, 1999, enteric material drainage from wound was noted. A diagnosis of enterocutaneous fistula was made. Decreased fistula output was noted post nothing by mouth and total perenteral nutrition. The pt's initial surgery involved colectomy, mucosal proctectomy, endorectal ileal pouch, anal anastomosis, loop ileostomy and left oophorectomy. The pt has not yet recovered from the event, which the physician reported to be possibly related to the use of seprafilm. Add'l info rec'd on 8/4/99: the pt rec'd hydrocortisone during her treatment and upon discharge to home on 8/2/99. The event is assessed as serious; not expected; and possibly related.